Event description:
A 28 mm diameter bifurcated stent graft from another manufacturer was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 10 mm long, 18 mm in diameter at the level of the renals and it was 26 mm just above the aneurysm. It was reported that the stent graft modelled with a reliant balloon; however, there was a slight proximal type 1 endoleak noted. Touch-up with the reliant balloon was performed again with 30 cc of diluted contrast solution. It appeared that there was not full expansion of the stent graft; therefore, the diluted contrast solution was increased to 40 cc. The abdominal aorta was ruptured and the decision was made to convert the patient to open surgical repair. During the procedure, a rupture hole of approximately 1 cm was noted. The open repair procedure was completed successfully, and the patient was recovering. The physician commented that the over-injection of the balloon with diluted contrast solution caused the proximal edge of the stent graft to rupture the aorta and possibly by the over-sizing of the implanted stent graft. The inflation of reliant balloon was inside the stent graft area. No additional clinical sequelae were reported and the patient is recovering.

Manufacturer narrative:
(B)(4). Evaluation results: (short, conically shaped aortic neck), (arterial trauma/dissection/perforation), (balloon was over inflated in a conically shaped neck), (another manufacturer's stent graft). Conclusion: (short, conically shaped aortic neck), (balloon was over inflated in a conically shaped neck), (another manufacturer's stent graft).